Event description:
The dcb00 model intraocular lens (iol) was discarded due to user error as per the doctor. When asked when the issue first identified, both "during handling/prior to insertion" and "lens inserted and removed during same procedure" information were provided as answers. It is unknown if the same procedure was completed using a back-up lens; however, there was no incision enlargement, no procedural delays, no sutures, and no vitrectomy during the procedure. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.